Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the embolization coil was detached from the pusher assembly, and revealed that the proximal constraint sphere was intact with the embolization coil and offset coil winds were present near the proximal end of the embolization coil. If the pod pc is forcefully retracted against resistance, damages such as these may occur. The resistance was likely contributed by the damaged non-penumbra microcatheter that was used in the procedure. The pod pc pusher assembly was not returned for evaluation. Evaluation of the returned non-penumbra microcatheter revealed that the device was ovalized. This damage likely contributed to the reported resistance experienced while advancing the pod pc during the procedure. During functional testing, a demonstration pod pc was unable to be advanced through the non-penumbra microcatheter due to the ovalization in the microcatheter. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-01200.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using pod packing coils (pod pc), a non-penumbra microcatheter, and a guidewire. During the procedure, the physician successfully implanted a pod pc in the target vessel using the microcatheter. While attempting to advance the next pod pc, the physician experienced resistance, and subsequently, the pusher assembly of the pod pc kinked. Therefore, the pod pc was removed. It was reported that the physician also experienced resistance while retracting the pod pc. Then, while attempting to advance another pod pc through the microcatheter, the physician experienced resistance, and the pod pc became stuck and would not advance any further. The physician then decided to remove the pod pc. However, while retracting the pod pc, the physician experienced resistance, and the pod pc unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the pod pc was removed from the patient. The procedure was completed using non-penumbra coils and a new non-penumbra microcatheter. There was no report of an adverse effect to the patient.